Event description:
Customer called to report that the unicel dxc 800 synchron system suppressed carbon dioxide (co2) results for two patient samples. One result was reported outside the laboratory; however, patient treatment was not affected because the result was amended when the issue was noticed and prior to the initiation of patient treatment based on that result. Both patient samples were repeated on another dxc instrument in the laboratory. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to check the reagent lines, during which customer found bubbles in the co2 line. The cts then instructed customer to tighten the connection at the reagent bottle, and then to prime the system, which appeared to have resolved the instrument issue. The system successfully calibrated and the quality controls were within acceptable ranges customer later stated that the co2 drift issues and the line bubbling continued; therefore, the cts generated a service request. The field service engineer (fse) arrived onsite on (B)(4) 2011 and replaced the ratio pump, after which the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).